Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the I-beam tubing (waste fluid drain tube from the vent chamber drain. The fse ran reproducibility with satisfactory results. The system was verified per established procedures and the results met published performance specifications. The root cause of the leak was due to the broken I-beam tubing. Since the I-beam tubing broke, there was loss of vacuum resulting in the fluid leak. Per product labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that during a control run on the coulter lh 750 analyzer, the customer observed a brownish fluid leak (small amount) underneath the instrument. The customer attempted to find the source of the leak; however, was unsuccessful. The operator was wearing proper personal equipment (ppe) - lab coat, gloves, and eye protection. No patient results were impacted by this event. There was no death, injury or affect to user. No one sought medical attention.